Event description:
Incorrect insulin dosing including both basal and bolus administrations. Absence of recorded history by pdm. Failure of alarm system/incorrect alarm response. No communication between pdm and pod. No "abnormal pod/pdm" response has been considered, unless, obviously, carbohydrate; exercise are constant and known not to have influenced blood glucose levels while "unexplained rise or fall" of blood glucose was attributed to insulin pump under consideration. No previous pump, or current hand - injections of insulin have ever been associated with the sudden and "unexplained" rise or fall of blood glucose. Please note that my pt (B)(6) has been using the insulet insulin pump and since the recent change in the pods for this pump he has difficult time controlling his blood sugars often experiencing hypoglycemic episodes which were unpredictable and at one point he fell and sustained a left complex distal radial fracture. The use of this pump became dangerous and he ceased using it as he feared other consequences of the unpredictability of this device. (B)(6) had kept detailed records of the inaccuracies of his pump insulin deliveries. The pt would like to return the pump for a full return as he is unable to use it due to it's inaccuracy in his case. I support his request and would appreciate your accommodation of his request.